Event description:
The dr claims that the graft was implanted for an abdominal aortic aneurysm replacement and "oozed" (leaked) an unknown amount of blood from the area of its bifurcation. The "oozing" subsided with a stitch. The graft was left in. There was no injury to the pt. The pt is doing well.